Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was seen to be kinked/bent. The delivery wire was seen to be broken/fractured. The main coil was not returned. A functional inspection was unable to perform as the main coil wasn¿t returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was intended to be used for treatment. The reported 'coil in catheter friction' could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil got stuck in the microcatheter during insertion, and it could not be inserted even after several attempts. Additional information provided by the customer indicated that the resistance was noted while advancing the coil within the microcatheter. Additional info also indicated that the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter (with a slight buckling or reactive force indicating proper positioning) and the rhv (rotating hemostasis valve) was adequately tightened while the introducer sheath was in the hub and the rhv was opened enough to allow passage of the device through without damage. The device was analyzed and the main coil was detached due to a fracture of the delivery wire (pi wire) and the main coil was not returned. It is likely that the pi wire fractured due to the resistance encountered during delivery. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and to the as analyzed 'coil delivery wire broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject device was returned for analysis and it was discovered that the subject coil delivery wire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.